Event description:
Caller states patient tested >8.0 inr, 5.4 inr, 4.5 inr, and >8.0 inr on the coaguchek s system. Patient's coumadin dose has been held based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02477, 3005099803-2010-02478, 3005099803-2010-02479, 3005099803-2010-02484, and 3005099803-2010-02485 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, roll-off occurred 22 minutes into the ablation. However, post procedure, reddening was observed on the patients thighs at two of the pad locations. The physician was unable to confirm whether the reddening was a burn or skin irritation. The account reported no visible issues to the leveen coaccess electrode or grounding pads. No patient complications resulted from the reported event. Additionally, the reddened areas were not treated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.